Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a bicortical screw drill. Statement: "while drilling femur, the drill was unable to penetrate the cortical bone. The surgeon removed the drill to find that the drill tip was missing. Intra-operative x-ray examination revealed presence of tip of the drill in the femeur. According to the surgeon, the drill was used several times. The surgeon decided to leave the drill tip in the bone, because of difficulty in its removal." An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
General information: we received a complaint about one np615r bicortical screw drill bit 3.2mm dia. The instrument arrived in a decontaminated condition and it is available for investigation. The broken off part is missing. Consequences for the patient medical device fragments remained in patient. Investigation: the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". We made a visual inspection of the instrument and of the fracture surface. No pores, foreign bodies or other anomalies could be found on the point of rupture. Additionally we detected cracks and yellow brown discoloration. Furthermore the instrument was sent to the testing area for material and surface analysis for further investigation. The cause was a ductile, application-related torsion fracture. Pre-damage due to an overheated regrinding process in the front area of the drill cannot be ruled out. Batch history review: the traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: the root cause of the problem is most probably usage and maintenance related. Rationale: according to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the breakage was caused by a ductile, application-related torsion fracture due to an overload situation. This could have caused by excessive bending forces during drilling. There is the possibility for a pre-damage due to an overheated regrinding process in the front area by a third party. Due to the existing pre-damage or weak point, an overload situation could be fracture-triggering. There is also the possibility for a leverage force during drilling. It appears that the yellow brown discolorations are rust / corrosion. Regarding the analysis reports "u-0186_20 - report; bruchuntersuchung spiralbohrer" of testing area for material and surface analysis "as far as this was still comprehensible on the approx. 177 mm long residual fragment (total length 190 mm), the drill complained about complied with the specification requirements at delivery with regard to material selection, material hardness, design requirements and machining quality. According to the damage hypothesis, it is obvious that an overheated regrinding process in the front area (approx. 40 mm) of the drill and the crack-inducing material stresses that resulted from this process had a fracture-causing effect when used for the intended purpose. Due to the manufacturing process, the use of a suitable cooling lubrication device, which is permanently effective when grinding hardened design features, can exclude the possibility of harmful heat effects in all respects. Damage hypothesis because of its critical reduction in cross-section and notch effect, a transverse crack (e.g: in the cutting / clamping groove area of the drill had a fracture triggering effect. The up to 0.5 mm deep, intercrystalline transverse cracks extend from the fracture surface for approx. 17 mm in the direction of the drill shank. The remaining cutting / clamping groove area with approx. 500 mm does not show any cracks, just like the complete drill shank. The fracture surface is partially hammered/brightly reamed and shows shear honeycombs, indicating a ductile, application-related torsion fracture. The origin of the cracks is due to massive differences in material stress in the area close to the surface caused by the local application of heat from the surface. Evidence of this can be seen in the differences in hardness progression, which were determined during the microstructural analysis."

Manufacturer narrative:
Investigation results: the instrument arrived in a clean status with a broken off tip but the broken off part is missing. The investigation was carried out visually and microscopically . We made a visual inspection of the instrument and of the fracture surface. No pores, foreign bodies or other anomalies could be found on the point of rupture. Additionally we detected cracks and yellow brown discoloration. Furthermore the instrument was sent to the testing area for material and surface analysis for further investigation. The report will be updated after the further investigation. Batch history review: the traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records. This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Root cause and conclusion: the root cause of the problem is most probably usage related. Rationale: ccording to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the cracks were caused by an improper handling due to overload situations. This could have caused by excessive bending forces during drilling. Due to the existing pre-damage or weak point, an additional overload situation could be fracture-triggering. There is also the possibility for a leverage force during drilling. It appears that the yellow brown discolorations are rust / corrosion. According the instruction for use (IFU) the following points must be observed: - prior to each use, inspect the product for loose, bent, broken,cracked,worn,or fractured components - do not use the product if it is damaged or defective. Det aside the product if it is damaged - replace any damaged components immediately with original spare parts - after each complete cleaning, disinfection and drying circle, check that the instrument is dry, clean, operational, and free of damage (e.g. Broken insulation or corroded, loose, bent,broken,cracked,or fractured components) - immediately put aside damaged or inoperative products and send them to aesculap technical service [...] A CAPA is not necessary.